Event description:
Five deltaplush cerecyte microcoils were reported to become very difficult to advance once they were about half way up sl10 microcatheter, and the coils were found to be damaged during analysis. There was no serious injury reported.

Manufacturer narrative:
(B)(6). This is 1 of 5 mdrs being submitted for patient identifier (B)(6). Complaint conclusion: the delivery wire was found kinked under the fractured resheathing tool. The fracture was ductile in nature. No material defects were found to the severed ends. The coil¿s socket ring had been pushed distally into the proximal soldered section. The proximal end of the coil had been buckled. Only the last secondary winding was damaged. The remainder of the coil is undamaged. The evidence suggests that distal interference inside the microcatheter contributed to the difficulty advancing the coil. The source of the interference cannot be determined. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.